Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the touch screen fell and the touch screen became shattered. Customer could not interact with the touch screen as insulin on board was the only text that was displayed. Customer's blood glucose was 98 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.